Manufacturer narrative:
B5: it was reported that cartridge change errors occurred with multiple cartridges during the load sequence and there was an o-ring on the pneumatic tap. Customer reverted to manual injections for insulin therapy. There was no adverse effect to the customer's blood glucose level. H6: add 2907 b5: it was reported that cartridge change errors occurred with multiple cartridges during the load sequence and there was an o-ring on the pneumatic tap. Customer reverted to manual injections for insulin therapy. There was no adverse effect to the customer's blood glucose level. H6: add 2907.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no adverse effect to the customer's blood glucose level.